Manufacturer narrative:
Report #9681834-2015-00141 to provide the return sample evaluation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies which would relate to a gas leak or insufficient gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer (o2 addition and co2 removal) performance in accordance to the factory's shipping inspection protocol. Bovine blood was arranged and circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. The perfusion record was reviewed and found not to have the indication of pao2, gas flow rate or fio2 values on it. A review of the device history record of the involved product/lot# combination confirmed there were no indications of production-related anomalies. A search of the complaint file did not find any other report with the involved product/lot# combination. The investigation result verified that the actual sample, after having been rinsed and dried, was the normal product with no issue in the gas transfer performance. Although the exact cause cannot be determined, based on the additional information that the actual sample was changed out due to increased pressure drop, thrombus may have formed inside the oxygenator module, preventing the gas transfer. There are many complex clinical variables that may have affected the gas performance. However, there is no available evidence that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: (1) start gas supply with v/q=1 and fio2=100%n then make adjustments based on blood gas measurements; (2) measure blood gases and make necessary adjustments as follows; control pao2 by changing concentration of oxygen in ventilating gas using gas blender; to decrease pao2, decrease fio2 and to increase pao2, increase fio2. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00141 to provide the return sample evaluation results.

Event description:
The user facility reported insufficient gas exchange in the capiox fx25 device during a procedure. Follow up communication with the user facility reported the following information: (1) shortly after starting with bypass, the perfusionist saw that oxygenation of the blood and nirs was not sufficient; (2) there was an increase of delta pressure more than 290 mg.; (3) the pressure continuously rose to 290mmhg; (4) the oxygenator was changed without any issue; (5) an unspecified amount of blood loss was reported due to change out of device; (6) the pressure was improved around 55mmhg with the new oxygenator; (7) the procedure was completed successfully; and (8) there was no immediate impact on the patient.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52 because the information was not initially completed by the user facility. Patient code = (B)(4) although no volume estimate was provided, the user facility report indicates that some blood loss was associated with this event. The actual device has not been received by the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. A review of the device history record of the involved product/lot# combination confirmed there were no indications of production related anomalies. A search of the complaint file found no other report with the involved product/lot# combination. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. Actual device not returned